Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the pharmacist at the hospital, that: "during a procedure, breakage of the thread of the device occured. To continue the surgery, it was necessary to open another ancillary kit, which moderately delayed the surgery. No consequences for the patient."

Manufacturer narrative:
Referring to the product inquiry the nail holding screw s2 is the only reported device and thus considered the primary product. Review of the device history records of the nhs reported revealed no conspicuities. The item was documented as faultless prior to distribution. A hardness test according to (B)(4) revealed the hardness of the material of the nhs returned being within specified parameters. Each instrument will inevitably suffer from long and frequent use. As the nhs had been in use for about 8.5 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Instructions for cleaning, sterilization, inspection and maintenance (l24002000) inform among others: ¿note: stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ according to the damage pattern the male thread of the nhs was not entirely screwed into the corresponding female thread of the nail at the time of breakage. The appearance of the breakage surface reveals that high bending stresses applied to the thread have led to the fracture. In conclusion, it can be determined that the breakage of the thread was caused by a combination of insufficient insertion and application unusual high bending stresses to the instrument. It cannot be excluded that the nhs had been pre-damaged during a former surgery. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather related to misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
It was reported by the pharmacist at the hospital, that: "during a procedure, breakage of the thread of the device occured. To continue the surgery, it was necessary to open another ancillary kit, which moderately delayed the surgery. No consequences for the patient."